Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant 20-millimeter (mm) non-medtronic balloon aortic va lvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the first deployment attempt of the transcatheter valve, at 60% deployment, the pacer was inadvertently turned off and the valve dislodged above the annulus. Subsequently, the valve was fully recaptured due to the implant depth being too high, and a potential infold was noted. The valve was then redeployed, and at 80% deployment, an infold was confirmed at an implant depth of 3 mm. The valve was subsequently recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the dislodgement was due to the pacer shutting off. It was noted a 5-minute procedural delay occurred as a result of the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the temporary pacemaker inadvertently turned off due to a nurse unplugging the device.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. All leaflets appeared dry with signs of severe creases and frame imprints. These conditions may be associated with the valve being c rimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, leaflet l1 appeared to be in a partially closed position, while leaflets l2 and l3 appeared to be in a partially open position. Al l commissures appeared intact. As received, the outflow aspect displayed an elliptical appearance, and the inflow aspect displayed a reniform appearance. No damage, such as bends or kinks, was found on the frame. Remnants of coagulated blood were observed on the outflow frame and valve. The valve was received in a severely crimped state. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation to evaluate against the reported infold cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (B)(6); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant 20-millimeter (mm) non-medtronic balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the first deployment attempt of the transcatheter valve, at 60% deployment, the pacer was inadvertently turned off and the valve dislodged above the annulus. Subsequently, the valve was fully recaptured due to the implant depth being too high, and a potential infold was noted. The valve was then redeployed, and at 80% deployment, an infold was confirmed at an implant depth of 3 mm. The valve was subsequently recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the dislodgement was due to the pacer shutting off. It was noted a 5-minute procedural delay occurred as a result of the event. No patient complications have been reported as a result of this event.